Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that stress was applied to the device and the insertion tube was damaged, causing the flexible tube of the insertion section to break and fell off. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found insertion tube damage causing parts to detach. In addition to the reportable malfunction, an air leak due to the insertion tube damage was identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope switches were not responding to user operation as expected. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: insertion tube damage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.